Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a torn cathode bag internal within the battery that resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "manufacturing deficiency".

Event description:
It was reported that this insertable cardiac monitor (icm) was unable to wake up using the clinic mobile monitor (pmm) during the pre-implant checks. The representative used a different icm to proceed with the procedure. The representative tried to wake up the icm again after 24 hours. It was recommended to sent back the icm for analysis. The icm has been returned to bsc. No adverse patient effects were reported.